Manufacturer narrative:
A service engineer (se) reported that the user interface (ui) assembly was replaced; however, the se did not specify if the issue was resolved, and that an additional follow up would need to be performed. Investigation remains ongoing.

Manufacturer narrative:
Philips received a complaint from the customer, reporting that the v60 ventilator does not turn off. The device was in clinical use when the issue occurred. No patient or user harm reported. A follow up was performed with the service engineer (se), and it was reported that the power management board, and power supply did not resolve the issue. The user interface (ui) assembly was ordered in an attempt to resolve the issue. The replacement of the ui assembly is currently pending. A philips remote service engineer (rse) noted that the customer's v60 ventilator does not turn off. A service engineer (se) evaluated the device and reported that the power supply and power management board were replaced. The se reported that additional repairs were required, as the device continues to turn on and off by itself. It was noted that a replacement user interface assembly was ordered. A service engineer (se) reported that the user interface (ui) assembly was replaced; however, the se did not specify if the issue was resolved, and that an additional follow up would need to be performed. After the user interface (ui) assembly was replaced, the service engineer (se) noted that the system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The returned user interface (ui) printed circuit assembly (pca) was evaluated by the product investigation lab (pil) to address the reported failure mode of "does not turn off." Technicians installed the component onto a standard test bed (stb), where it successfully powered on, operated, and shut down normally without generating any error codes. A comprehensive review of the ventilator display and voltage measurements confirmed that all main power nodes were fully functional and well within engineering specifications. Additionally, the unit passed all required protocol testing across multiple power configurations, demonstrating normal power cycles using combined ac and battery power, battery power exclusively, and ac power exclusively. To check for intermittent faults or spontaneous behavior, the test unit was left in a powered-down state with power available for approximately 17 hours, during which it did not turn on by itself. Because the ui pca performed exactly as expected under all tested conditions, the investigation concluded with a determination of "no problem found," as the reported failure could not be replicated.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator does not turn off. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator does not turn off. A service engineer (se) evaluated the device and reported that the power supply and power management board were replaced. The se reported that additional repairs were required, as the device continues to turn on and off by itself. It was noted that a replacement user interface assembly was ordered. Investigation ongoing / resolution pending.

Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that the power management board, and power supply did not resolve the issue. The user interface (ui) assembly was ordered in an attempt to resolve the issue. The replacement of the ui assembly is currently pending.